Event description:
Procedure type: hysterectomy. According to the reporter: suturing the vaginal cuff and the needle broke in half unable to fine the other half after the x-ray. Patient current status is fine. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The operating room case was extended.

Manufacturer narrative:
(B)(4).